Event description:
It was reported that after the catheter was inserted, the spring wire guide (swg) was removed, but found unraveled. The swg was removed in its entirety and no complications were found.

Manufacturer narrative:
(B) (4). F/u report will be filed if add'l information becomes available.